Event description:
Info received indicates the right foot siderail will not stay latched.

Manufacturer narrative:
The technician found the siderail latch was sticking and cleaned the latch mechanism to repair the bed.